Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The rep attempted to set up a recharger for a case the green battery lights would flash continuously. The battery lights were flashing when the recharger was placed in the dock and removed from the dock and was not responding to presses of the power button. Tss (tech support) had the caller press and hold the power button for 45 seconds while the power button was held down the battery lights turned off and then back on. After attempting to reset the recharger the caller pressed the power button and the recharger did not power on. The recharger device is not associated with a patient and will be returned to repair; no symptoms were reported.

Manufacturer narrative:
H3 analysis of the returned recharger revealed dut does not response to a button press hard reset. When placed on the dock, dut does not charge, only draws 23 ua, and battery leds continuously cycle. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.